Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "baker gr 3." Laboratory analysis summary- device photograph(s) for the device related to the reported event of capsular contracture was requested on march 22, 2024. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "baker gr 3." The device has been explanted, replaced, and discarded.